Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been received for evaluation. A visual inspection found the back enclosure broken, the functional evaluation found no fault. The device was tested and performed within expected parameters, no issue was found with charging. This evaluation has not been able to establish a relationship with the failure reported. This investigation has been closed and recorded as no fault found. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failures have been reviewed and shown that in the previous four years there have been further instances, these instances are being monitored to determine if actions are required. Factors that may affect charging: the described failure mode, failure to charge and can potentially be caused, as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. When the device is charging and/or in use, its temperature will naturally increase, this and other external factors such as ambient temperature and storage location can have an impact on the time it takes to charge. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced. Although the device will pause charging in these conditions, it will not impact on its ability to still provide, negative pressure wound therapy. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the customer reports battery malfunction (apparently not charged). No patient injury or harm reported. No delay reported. Back-up device available. The sales rep shared his impression that the devices start having battery problems when the weather gets hot, with more than 30 degrees.